Manufacturer narrative:
Upon review, h1 was noted incorrect. This report is to correct h1. H3 other text : device not returned.

Event description:
X3 0 degree 36mm g alpha code liner locking mechanism faulty. Liner taken out without any complications and replaced with new liner. No complications on reimplantation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
X3 0 degree 36mm g alpha code liner locking mechanism faulty. Liner taken out without any complications and replaced with new liner. No complications on reimplantation.